Event description:
It was reported that this right atrial (ra) lead was explanted due muscle stimulation, approximately one year after it was implanted and a new lead was implanted. No additional adverse patient effects were reported.